Manufacturer narrative:
Clarification to other number: style 68. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, h6.